Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book). Problem isolated to force sensor. Unable to confirm pump error 35 alarm due to critical pump error alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had warranty. The patient¿s blood glucose level was unknown at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was expected to be returned for analysis.